Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis is performed, this report would be updated at that time. A thorough evaluation of the device was performed upon receipt at our post market quality assurance laboratory. Visual inspection of the device noted scratches on the device case. Review of device memory indicated that a charge timeout alert had been recorded. The device case was opened, and visual inspection noted that one of the two high voltage (hv) capacitors was slightly swollen. The hv capacitor was analyzed, and it was concluded that the hv capacitor experienced internal arcing caused by a low resistance pathway between anode and cathode plates within the capacitor. This capacitor issue impacted the ability of the device to provide shock therapy because the hv capacitors could not be fully charged, but brady pacing and telemetry functionality remained available.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a fault code 1007. This device was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis is performed, this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a fault code 1007. This device was then explanted and replaced. No additional adverse patient effects were reported.